Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 06-feb-2025. H3. Device eval by manufacturer- yes. Bd received six samples for investigation. Testing involved three returned samples from lot number 4281557, two from lot number 4246050, and one from lot number 4267632. All underwent functional tests. Results showed that all tubes from lot numbers 4281557 and 4246050 were within specification, while the tube from lot number 4267632 was out of specification. Additionally, 17 retained samples from lot number 4281557, 18 from lot number 4246050, and 19 from lot number 4267632 were tested, all drawing within specification. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 4267632, for the indicated failure mode: draw volume- underfill. This complaint has not been confirmed for the lots 4246050 and 4281557, for the indicated failure mode: draw volume- underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was an unspecified number of tubes with low sample draw volume. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was an unspecified number of tubes with low sample draw volume. There were no health consequences or impacts reported.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#: 4246050, d4. Medical device expiration date: 28-feb-2026, h4. Device manufacture date: 02-sep-2024, d4. Unique identifier (UDI)#: (B)(4), d4. Medical device lot#: 4267632, d4. Medical device expiration date: 31-mar-2026, h4. Device manufacture date: 23-sep-2024, d4. Unique identifier (UDI)#: (B)(4) a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.